Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the front panel of the main body case was bent. It was also confirmed that the hinge of the transplant switch cover was deformed. The power switch is out of position, and the low circuit internal pressure alarm sounds when the demand setting is set. The complaint was confirmed. Root cause was presumed to be the impact caused by the main unit dropping, etc. The deformed front panel was repaired. Then, replacement of power switch and the transplant cover. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product's low-pressure alarm kept sounding even though it was in a demand state. There was no patient involvement and no patient harm/adverse event reported.